Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5024m-52 lead, implanted: 2000-(B)(6), (B)(4).